Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly from the femoral marker to the distal end and separation of the imaging window at the lap joint. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from hub. A broken drive shaft was found within the telescope section of the device. Ic windup were found within the telescope section and the sheath section of the device. Windup was encountered in the double, single, and non- heat shrink areas in the telescope area and the sheath area. Ic windup began 1.0 cm and 19.8 cm from the distal end of the connector shaft. Microscopic inspection revealed the distal housing of the transducer was complete with no shattered pieces. Impedance testing showed an electrical open at the proximal wave form. The catheter was unable to be flushed due to the returned product condition. The catheter was properly recognized by the imaging system when plugged into the motor drive unit during its testing.

Event description:
Reportable based on device analysis completed on 08/06/2021. It was reported that visualization issues occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. The opticross hd imaging catheter was introduced to view the lesion, but during the procedure, the image was lost. The device was removed and the procedure completed with another of the same device. There was no patient injury. However, returned device analysis revealed imaging window was detachment.